Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that pump had been alerting low blood glucose. The details and the reason for this low blood glucose reported is unknown. Customer was hospitalized and has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was admitted to hospital and availed emergency room visit. The insulin pump will not be returned for analysis.